Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asezf048 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient comes to remove the infuser, when the port-to-cath catheter was flushed, it was noticed that the needle extension was leaking. The leak site was occluded on purpose and finished the flush of the device, the skin around the bandages was observed and it was noticed small granulation spots of medication (fauldfluor). The skin was cleaned, and the patient and family were oriented to wash the place with water and soap when arriving home, and if any changes were noticed they should contact the nursing sector. Analysis: when analyzing, it was evidenced a micro-crack in the implanted catheter puncture device (huber needle). The damage was not identified while the patient was in the clinic, because, as the infusion gravity of the drugs does not exert pressure on the device, the leakage did not occur, when administering the elastomeric infuser, it exerts a positive pressure on the elastomer, exerting positive pressure on the needle and causing micro leakage through the device. No damage was identified while patient was at clinic."